Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported that an error c-34 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to confirm the erbe generator voltage and the ac outlet voltage and performed a restart in the erbe generator, but the issue persisted. The tse suggested to the customer to use another electrosurgical generator unit (esu) but the customer did not have the interconnection cable between esu and the system. The clinical engineer decided to leave a laparoscopic foot pedal in the surgeon side console (ssc). The customer used the system with another esu. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the event records collected through the intuitive platform showed that from the moment the generator was turned on, it already had an error. The system turned on without errors. According to the records, the generator already had an error during initialization. Coviden ft-10 generator was used to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) will be dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and upon start-up it displayed error c-34 error. Error c-34, c-00, and m-0b were noted on system logs. Upon visual inspection, the unit was in good condition.